Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. As per the crf, the patient had a previous pci history approximately (B)(6) years before the index. It was unknown what stents were placed and what vessel was treated. At the time of index procedure, the angiography revealed 90% stenosis in the mid left anterior descending. The indication for the procedure was stable angina pectoris. The lesion was described as 15 mm in length, class b1, and de novo. The reference vessel was 2.5m in diameter. As planned, the lesion was pre-dilated with a 2 x 15 mm balloon at 10 atm and a 2.25 x 23 mm cypher rx was implanted at 18 atm. At screening, the enzymes were in normal range. At 16-24 hours post index procedure, the troponin I peaked at 0.32 (0.03 unl). The ECG core lab reported no new st-t abnormalities and no new q waves. As per the study physician, there was no periprocedural mi, but this elevation was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the day after.

Manufacturer narrative:
Concomitant medications at the time of mi included advair, albuterol, aleve, aspirin, plavix, eptifibatide, heparin, toprol xl, and zoloft. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(6) study, a patient reported periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, history of angina, history of peripheral artery disease, history of atrial fibrillation, history of copd, history of myocardial infarction ((B)(6) 2006), history of previous pci ((B)(6) 2006) and history of arthritis. As per the crf, the patient had a previous pci history approximately three years before the index. It was unknown what stents were placed and what vessel was treated. At the time of index procedure, the angiography revealed 90% stenosis in the mid left anterior descending. The indication for the procedure was stable angina pectoris. The lesion was described as 15mm in length, class b1, and de novo. The reference vessel was 2.5m in diameter. As planned, the lesion was pre-dilated with a 2 x 15mm balloon at 10atm and a 2.25 x 23mm cypher rx was implanted at 18atm. At screening, the enzymes were in normal range. At 16-24 hours post index procedure, the troponin I was 0.32 (0.03 unl). The ECG core lab reported no new st-t abnormalities and no new q waves. As per the study physician, there was no periprocedural mi, but this elevation was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no device delivery issues and the patient was discharged the day after on dual anti-platelet therapy. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot, presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15012564 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.